Event description:
The nurse found the endotracheal tube difficult to use because depending on the way you hold the tube, the indicator numbers appear to be upside down. A six looks like a nine. In addition, not all indicator lines have reference numbers, which compounds the problem.======================manufacturer response for endotracheal tube size 2.5, ruschlite latex free pvc murphy eye cuffless (per site reporter).======================manufacturer cannot offer alternative product at this time as all brand has the same indicator markings. Advised to inservice clinical staff on product and how to use properly.